Manufacturer narrative:
D9: date returned to mfg.: 6/16/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "primary audible alarm background, auxiliary control unit watchdog failure, base not responding¿ was not duplicated but verified from alarm history. Found primary audio alarm post and acu watchdog failure alarm from alarm history. The problem was caused by defective interconnect printed circuit board (pcb) and speaker. Found bottom left corner of top case cracked; left plunger case cracked. The actions taken are unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm background, auxiliary control unit watchdog failure, base not responding. There was no reported patient involvement.